Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a 5008x hemodialysis (hd) blood tubing set leaked from the arterial alpha clip during a patient¿s treatment. Additional details were provided upon follow-up with a registered nurse (rn) from the user facility where it occurred. Approximately two and a half hours into the hd treatment, a micro bubbles alarm went off and air was visible in the circuit. There was no fluid leaking from the circuit during the initial inspection. The rn said they followed procedure and tried recirculating the circuit to remove the air bubbles, and at one point it seemed to work. However, just as they were about to resume the dialysis treatment the air bubbles returned and blood was seen leaking from the (red) arterial alpha clip. There were no apparent loose connections on the circuit, and there was no visible damage noted at or near the leak location. The rn said there were no changes or disruptions in pressure that could have contributed to the failure. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was received without its original packaging. As the sample was being disinfected and prepared for analysis, a leak was found on the assembly from the arterial main line to the red alpha clip. A visual inspection was performed of the arterial pump tubing, and more specifically, at the connection to the red alpha clip. The tubing had a presence of solvent, however, there was a delamination from the wall of the pump tubing to the wall of the red alpha clip port. No other issues were found with the remaining components of the set. There are several potential causes for this kind of failure. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the complaint was able to confirm the reported event.

Event description:
It was reported that a 5008x hemodialysis (hd) blood tubing set leaked from the arterial alpha clip during a patient¿s treatment. Additional details were provided upon follow-up with a registered nurse (rn) from the user facility where it occurred. Approximately two and a half hours into the hd treatment, a micro bubbles alarm went off and air was visible in the circuit. There was no fluid leaking from the circuit during the initial inspection. The rn said they followed procedure and tried recirculating the circuit to remove the air bubbles, and at one point it seemed to work. However, just as they were about to resume the dialysis treatment the air bubbles returned and blood was seen leaking from the (red) arterial alpha clip. There were no apparent loose connections on the circuit, and there was no visible damage noted at or near the leak location. The rn said there were no changes or disruptions in pressure that could have contributed to the failure. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reported to be available for manufacturer evaluation.